Event description:
On june 14, 2007, abbott point of care was contacted by a customer who reported that one day earlier, at 20:00, an I-stat ctni cartridge yielded a result of 0.16 ng/ml. Twenty minutes later, another sample was collected and analyzed on an I-stat ctni cartridge and the result was 0.01 ng/ml. At 21:00 prior to event date, another sample was collected and tested on the laboratory analyzer and the result was 0.0 ng/ml. A follow up test was performed the following day, at 14:45 on an I-stat ctni cartridge and the result was 0.0 ng/ml.